Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that blood backflowed into the bd maxzero¿ needleless connector PICC during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the silicone (piston part) in the housing did not return. While using the product attached to the PICC for continuous injection, it was locked (about 2 minutes) for changing clothes. When attempts were made to resume continuous infusion, blood backflow was observed at the transparent portion of the catheter connector of the PICC, and the PICC was also occluded. An abnormality of the product was suspected, and upon visual inspection, the blue silicone (piston part) inside the housing had not returned from the pushed-in position."

Event description:
It was reported that blood backflowed into the bd maxzero¿ needleless connector PICC during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the silicone (piston part) in the housing did not return. While using the product attached to the PICC for continuous injection, it was locked (about 2 minutes) for changing clothes. When attempts were made to resume continuous infusion, blood backflow was observed at the transparent portion of the catheter connector of the PICC, and the PICC was also occluded. An abnormality of the product was suspected, and upon visual inspection, the blue silicone (piston part) inside the housing had not returned from the pushed-in position."

Manufacturer narrative:
Investigation summary one mz1000 sample from an unreported lot was received without packaging for investigation; residual fluid was present within the returned device. The feedback provided by the customer suggests fluid back flow was detected when resuming the infusion in which the maxzero device was connected to a PICC line. No connecting products were received to assist the investigation. As part of the feedback the customer provided photographs of their experience. A visual inspection of the photographs and returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the device to a 50ml bd plastipak syringe and attempting to flush with fluid; no flow issues or leakage were detected throughout testing. The sample was then subjected to pressure testing; again no leakage was detected from the maxzero device. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.